Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm could be tested due to the unresponsive button response. The insulin pump had minor scratches on the display window, a cracked case at display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube window and a cracked reservoir tube lip. The insulin pump had moisture damage on the display board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had high blood glucose levels of 217 mg/dl. The customer reported a battery out limit alarm from the insulin pump. The customer also reported that keypad of the insulin pump is not working to clear out said alarm. The customer further reported that the insulin pump might have been exposed to water. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.